Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date and the device manufacture date are currently unavailable. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows burned. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr s90 4.0mm w/integr hdp -ea: the device was not received in its original packaging. The distal tip is in a used condition and charred section can be seen at proximal end. Handle assembly is in good condition. Cable and plug assembly are in good condition. Procedural residue visible in the suction tube. Electrical checks: the device failed the hipot active return parameter. Functional checks: the device failed the activation test, on ablation test, immediate output short and spark. On coagulation the activation was ok. The customer reported the product head is damaged. Visual inspection found the plastic manifold was damaged mostly probably by a shorting event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. To eliminate recurrence of this failure mode a design change is required. A review of our complaint records over the last 12 months to assess the frequency of this defect for device (225370) shows this defect to be of low occurrence with a total of 13 confirmed complaint devices including this complaint device, which equates to a failure rate of 1 in 3,461 which is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document and the risk is deemed negligible/minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. A manufacturing record evaluation was performed for the finished device u2312060 number, and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported from china that during a shoulder arthroscopy procedure, it was observed that the vapr s 90 electrode 40 mm 90 degrees suction with integrated handpiece device had a damaged product head/tube. During in-house engineering evaluation, it was determined that the active tip appeared burned and the distal tip had a charred section at proximal end. It was further determined that the device had an immediate output short and spark during the ablation test. Another device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.